Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection. Visual analysis of the returned sample revealed that neither damage nor foreign material was observed. A manufacturing record evaluation was performed and no internal actions related to the complaint were found during the review. The event described could not be confirmed since the package was not returned for analysis. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and there were little white fibers on the handle of the catheter. It was reported that there are little white fibers on the handle of the catheter. It looks like the catheter box is falling apart, and the white fibers are falling on the catheter. The catheter was replaced with a reprocessed, and the issue was resolved. The case continued. The caller stated that they are switching to reprocessed catheters due to the issue with the fibers in fear they are contaminated. Additional information received indicated there were two noticeable contaminants. White fibers 1 cm long along the handle of the catheter. And white circles (looked like little drops of paint) on the handle of the catheter. The issue was noticed before use. The device was not used on the patient. The packaging of the catheter has already been discarded. To the bwi representative's knowledge, there was no heat source applied to the catheter. The catheter was in the normal supply room. The catheter was brand new from the box.